Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received excessive failed battery test alarms. Customer's blood glucose level at the time 147mg/dl. Troubleshooting occurred. No additional information was provided.